Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a cold. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with an unspecified oral drug (dose, route, duration and frequency not reported) for the event. The patient was recovered from this event. Initially while hospitalized, pd therapy remained ongoing; however, on an unreported date the patient was transferred to hemodialysis. No additional information is available as the reporter declined to provide further information.